Event description:
Device 1 of 1. It was reported the patient underwent surgical intervention on (B)(6) 2018 to address an inoperable ipg. Device was unable to be recharged and failed to communicate with the patient programmer. The inoperable eon mini was replaced with a proclaim 5 ipg. Effective therapy was established post operation.

Event description:
Follow-up information provided the explanted ipg was discarded per facility protocol.